Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a hair between the attached disconnect cap and the titanium spike. The reported issue was verified. The cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hair-like particulate matter stuck between the transfer set and tsunagu set cap. This was found during peritoneal dialysis therapy. There was no allegation against the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.